Event description:
It was reported that the ilet pump screen became unresponsive and remained frozen on the ilet logo after initiating a software update, while other top-screen icons were touch-responsive and the pump battery was above 50 percent; a replacement pump was arranged, and the user was advised to follow their healthcare provider¿s action plan if disconnection was needed. Symptoms included no reported adverse physiological effects, and the user¿s blood glucose was 135 mg/dl during the call. Outcomes included replacement of the device and continued cgm use with the dexcom g7. Investigation included phone-based troubleshooting and attempted reset by waiting for the device to recover after the update. Investigation of this device revealed the device was placed on a charging pad and successfully booted. It was then manually shut down, and an attempt was made to replicate the reported issue, but this was unsuccessful. A functionality test was conducted, and the device performed according to specifications. As the cause of the issue could not be determined.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.